Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #2916596-2018-00521. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). (B)(4). Approximate age of device - 7 months. (Calculated from the date the unit was issued to the patient). (B)(4). Manufacturer's investigation conclusion: the reported event of low voltages occurring on the mpu (s/n (B)(4)) was confirmed via the provided log file. The log file contained data spanning approximately 3 hours ((B)(6) 2018, at 11:16 ¿ 14:32 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. On (B)(6) 2018 at 12:16, the patient disconnected both power cables from the mpu. The disconnection was not atypical, as the voltage and rsoc values steadily dropped over the next few seconds. The reported event occurred while the patient was switching power sources from the mpu to 14v batteries. The power cable disconnect and no external power alarms associated with the event lasted for approximately 40 seconds, and were resolved when the patient was fully connected to charged batteries. The ebb appropriately operated the pump while the patient was fully disconnected from power. The low voltage readings and alarms did not prevent the pump from running at appropriate speeds. The log file suggests that the low voltages and alarms were caused by the patient fully disconnecting themselves from the mpu while switching power sources. However, as no equipment was returned for analysis, the root cause of the reported event was unable to be conclusively determined through this analysis. Heartmate 3 lvas instructions for use (doc #109798 rev. F, section titled ¿emergency contact list¿) and heartmate 3 patient handbook (section titled ¿emergency contact list¿) caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2018, the system controller log file showed odd voltages while the patient was connected to the mobile power unit, which could have been attributed to the power cord becoming disconnected from the unit. It was reported that during the time of the odd voltages, the patient was traveling to the clinic for evaluation. The log file then showed that the patient disconnected from all power while changing power supplies prompting the system controller's backup battery to provide power the pump. No further information was provided.